Event description:
It was reported that the tracheostomy tube ruptured during patient use. The cuff had significantly leaked and was unable to maintain a seal. The tube was changed as soon as the leak was discovered, and the patient was initially manually ventilated with 100% oxygen before being placed back on their mechanical ventilator uneventfully. Proper placement was confirmed with a etco2 monitor and auscultation of the chest. The patient was monitored with spo2 and hyperoxygenated. The previous tube, which had a pinhole, was discarded. No further complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: two 9.0 tts adult tracheostomy tubes were returned for investigation with unknown lot numbers. Leak tests were performed on the samples, where 10cc of air was applied and a leak was detected on the cuff of each device. Using magnification, a hole was detected in each of the cuffs and the area surrounding the holes appeared to be abraded/damaged. Further examination verified that the abrasion marks were in the same location for each of the two cuffs, which was noted to have likely been caused by the end user's anatomy. Based on the investigation, the complaint was confirmed. All devices are 200% leak tested prior to packaging. The investigation did not reveal any intrinsic manufacturing defects with the returned devices and the event problem source could not be identified.